Manufacturer narrative:
UDI: (B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was explanted due to high pacing thresholds, loss of capture and asystole greater than 2 seconds.